Manufacturer narrative:
The suspect thoracic probe was received by the manufacturer for evaluation. Visual inspection found that the thoracic probe was twisted. Impact marks were also found on the back end along with galling lines. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for suspect thoracic probe. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was working on the last screw placement, when the thoracic probe was damaged, bone was extremely hard and tip deformation occurred. A second probe was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.